Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back. Patient reported he received his replacement rtm. Caller reports he is seeing two error messages: battery low. Replace your implanted device soon. Battery low. Replace the controller batteries soon. Caller reports his controller is 100% charged. Reset the controller caller reports the issue resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported he is been having random jolts, sharp jolts since less than a year. Patient reported he is been having stimulation feeling in the left arm since two months ago. Patient reported he is been having low electricity feeling on the skin about two to three weeks ago. Patient stated he charges the ins every 4 days. Patient stated the prior ins would last for a week. Patient asked if this is something to be concern about. Patient stated he did not have hcp for the implant. Agent asked if patient had falls or trauma and patient said no, but he sleep incline because of acid reflux in the mid section. Agent emailed phy listing. Agent reviewed device function and recommend patient consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue.